Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly input settings when setting up the personal profile. Customer's blood glucose level was 119 mg/dl. Tandem technical support, assisted the customer in inputting correct settings.